Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states the use by date on the aviva test strip vial label is 08/31/2010; manufacturer#s batch record confirmed the actual use by date to be 03/31/2010. No adverse event reported. Requested return of product, replacement sent.

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. (B) (4). (B) (4).